Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed eleven other similar product complaint(s) from this lot number.

Event description:
It was reported catheter related bacteriemia occurred at the left side of the body on (B)(6) 2021. The event is a bloodstream infection, which was confirmed by positive microorganism on catheter tip. Moderate severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: ongoing. Action taken: "medication prescribed, device removed". No additional details of adverse event were provided.